Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective sample. The photos show that the batch code is 4081473, and blood is oozing from the end of the septum. 2. DHR/bhr review lot#: 4081473. 1. The products of this batch were assembled at intima ii auto line 3 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) pcs. 2. The septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3. The leakage test results of 800 pcs in process testing and 32 pcs in outgoing testing were within the product specifications. 4. No unqualified, deviation or rework activities in the production process. 5. The septum assembly equipment without abnormal maintenance. 3. 2 pcs retained samples are taken for related test: 800 mm simulated clinical leakage test. The test results show that no leakage is found at the septum. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos showed blood oozing from the end of the septum, the root cause of this defect cannot be determined as no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for further testing. The plant will continue to track and trend the issue.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked at septum the emergency nurse today noticed blood oozing from the appima septum at the completion of the patient's puncture and that it was a continuous ooze that could not be completely sealed.